Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: we had a case in which a lot of pressure was needed to insert the bypass tube into manta device. A stent was needed to close the artery. Additional information has been requested from the account.

Manufacturer narrative:
(B)(4) the device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. The occurrence rate for similar events regarding manta- difficulty advancing delivery system tube is (B)(4) . Case details were reviewed. Following an undisclosed procedure, an 18f ce manta was planned for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered strong resistance attempting to advance the bypass tube into the sheath hub. Following the unsuccessful attempt at achieving hemostasis, the physician made the decision to perform an emergency stent. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. A CAPA was completed related to difficulty advancing delivery system tube. The occurrence rate for similar events regarding manta- difficulty advancing delivery system tube is (B)(4) . The der process will continue to monitor for any similar events. We will initiate a new nce if the occurrence rate exceeds (B)(4).

Event description:
It was reported that: we had a case in which a lot of pressure was needed to insert the bypass tube into manta device. A stent was needed to close the artery. Additional information has been requested from the account.